Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00314, 2182269-2019-00082, 3005334138-2019-00316. Following a ventricular tachycardia procedure, a cardiac tamponade was observed. The patient became hypotensive and x-ray confirmed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.